Event description:
It was reported that catheter entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was used to dilate the lesion. The procedure was completed with this device however upon removal, the device was unable to be removed. It was suspected that the device became stuck with a non bsc guide wire. The device was pulled forcibly and it was noted that the shaft of the catheter was stretched at the monorail port section. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The guidewire used in the procedure was not received with this device. A kinetix guidewire was used for functional testing. The outer diameter (od) of the kinetix guidewire was measured. There were numerous kinks proximal of the exit notch. Microscopic examination presented no damage or irregularities to the distal tip. Microscopic examination presented no damage or irregularities to the inner shaft. The shaft was not stretched, as reported. The inner diameter (ID) of the catheter was measured at both ends which is within the coyote fc specifications. Functional testing was performed by loading the guidewire into both the tip and exit notch of the catheter and advancing through the wire lumen. The device was able to advance through the entire lumen with no resistance. Microscopic examination presented no damage or irregularities in the welds/ bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was used to dilate the lesion. The procedure was completed with this device however upon removal, the device was unable to be removed. It was suspected that the device became stuck with a non bsc guide wire. The device was pulled forcibly and it was noted that the shaft of the catheter was stretched at the monorail port section. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).